Manufacturer narrative:
It was reported fragments of nonsterile 100% cotton woven gauze sponge had come off on to a patient's surgical site during a mohs procedure. Email received by facility representative, with additional information related to this incident. The reporter states on (B)(6) 2020 fragments of nonsterile 100% cotton woven gauze sponge had come off on to a patient's surgical site at the end of a mohs procedure. Reporter states, the fragments were removed with instruments and irrigation. No serious injury was reported. Reporter states no samples are available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported fragments of nonsterile 100% cotton woven gauze sponge had come off on to a patient's surgical site during a mohs procedure.